Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. The replaced part was returned for investigation. The received logs confirmed the reported failed gas supply test during pre-use check (B)(6) 2021. The investigation revealed that the returned air gas module passed all tests without any discrepancy when it was connected to a test ventilator. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The root cause could not be determined since the reported problem could not be reproduced.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).